Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the issue we are having is that the slide clamps are snapping and falling off so unable to clamp the lumen of the line." New clamps were applied by the team to ensure safety. Additional information states "the issues are the same with all of these, faulty clamps. I don't have anymore detail, and there is a 4th being investigated too." The patient's current condition are unknown at this time. Associate MDR numbers include: 3006425876-2026-00449, 3006425876-2026-00448, ., 3006425876-2026-00462.